Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a trans-vaginal procedure performed on (B)(6) 2013. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable. According to the complainant, two months post implantation, the patient experienced pain during intercourse which was perceived as muscle pain. The left leg of the mesh has eroded through the patient's mucosa and is totally loosened from the sacrospinous ligament. The physician will remove the left leg of the mesh four weeks from now.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.